Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. Also, the patient's ipg is implanted for off-label use. It was reported the patient began to experience therapy loss in relation to their ipg being unable to communicate with external devices following an unrelated surgical procedure. Troubleshooting was unable to provide resolution. The patient will be monitored to see how long their pain can be managed before making further plans to address the issue.